Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak at the probe wipe rinse block of the coulter hmx analyzer with autoloader. Customer reported a few cubic centimeters of the liquid leaked out on top of the instrument lower cover. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the primary probe was not aspirating properly. The fse found the solenoid lv17 connection was loose. Solenoid lv17 controls the blood sampling valve aspirator to return the aspirator tip to the home position. The fse reattached the connection and the leak was resolved. The repairs were verified per established procedures.